Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14313), was submitted on 26-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 21-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011764, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011764 was manufactured according to the work instruction (wi) version 100 and manufactured in the line m14on 21-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5b00046 was manufactured according to the wi version 37 and manufactured in the line l3, on 16-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5b00041 was manufactured according to the wi version 37and manufactured in the machine l3, on 10-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5b02913 was manufactured according to the wi version 37 and manufactured in the machine l3, on 19-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4h00372 was manufactured according to the wi version 37 and manufactured in the machine l3, on 17-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 5b02914 was manufactured according to the wi version 37 and manufactured in the machine l3, on 19-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information available.